Event description:
Info received indicates the hcp at implant, noticed a small piece of suture material loosely attached to the outside surface of one of the valve stent posts. The suture was removed with a forcep and returned to medtronic for analysis. No consequence reported for the pt.